Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Method: log review. Log review only. An event log review of the pc unit was conducted and the customer's reported complaint of an over infusion of tpn was confirmed. The primary infusion parameters were rate = 68ml/hr and vtbi = 680ml. The pump module was programmed using the basic infusion option, guardrails was not used. The pump module was programmed using the basic infusion option with a rate = 680ml/hr and a vtbi = 680ml. This infusion completed in about one hour. The root cause of the over infusion was determined to be the result of a user programming error.

Event description:
A (B)(6) month old had been receiving tpn on a 12 hour cycled delivery regimen. An error occurred in entering the delivery rate into the infusion pump. Instead of programming a rate of 68ml per hour, the rate of 680ml was entered. The pt required a higher level of care including temporary admission to the ICU. No add'l pt or event info was provided.